Event description:
During a laparoscopic nissen procedure, the bottom jaw of the device fell into the pt. A grasper was used to successfully retrieve the piece. Used another like device to complete the procedure. There was no pt consequence.